Event description:
Procedure: gastric bypass. According to the reporter: after cutting the suture, the anvil did not come loose from the gastric tube. The surgeon had to pull with force to get it loose. The suture broke and the anvil damaged the pouch due to the excessive force. The surgeon made a purstring to strengthen the pouch. The tube was able to be removed after the purstring. There was no reinforcement material used. There was no blood loss of 500cc or more. There was unanticipated tissue loss from the extended pouch. There was unanticipated tissue damage. Surgical time was not extended by 30 minutes or more.

Manufacturer narrative:
(B)(4). This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The visual inspection of the staple guide noted the instrument was fully applied. The orvil anvil was observed to be tilted and attached to the instrument. The orvil anvil suture and tubing were not received. A microscope examination of the device displayed nicks on the knife blade. In addition, a deep knife impression and a cross cutting staple was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the pushers advanced. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).